Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n302563, product type: screening device; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a power on reset (por) error code. The patient was using vacuum machine for other therapy, which uses stimulation with external electrodes, similar to a transcutaneous electrical nerve stimulation (tens) unit. An information por was reported. No stimulation was reported. The patient was able to successfully clear the por and turn therapy back on. It was reported that the therapy was adequate. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.